Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to improper endoprosthesis placement and branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2019, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a thoracic aortic aneurysm. Prior to the procedure, a surgical revascularization procedure (axillary-axillary-left common carotid artery bypass) was performed. During endovascular repair, a conformable gore® tag® thoracic endoprosthesis was implanted at the distal origin of the brachiocephalic artery. However, procedural imaging reportedly showed the brachiocephalic artery was partially covered unintentionally by the endoprosthesis. Two non-gore manufactured stents were implanted in the brachiocephalic artery to preserve blood flow. The procedure was completed without any further reported complications, and the patient tolerated the procedure.